Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately after the implant, the right ventricular (rv) lead exhibited intermittent undersensing and low r-waves. A microdislodgement of the rv lead was suspected. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the procedure a out of range high impedance alert occurred on the rv lead.